Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Date of event, exact date unknown/not provided. If explanted; give date: n/a (not applicable). The lens was not explanted. Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported she is unable to see anything as up close and intermediate as her vision is blurry in her left eye. The patient cannot read off of her computer, do work, or write without wearing glasses. Additionally, the patient complained of a burning feeling right after the implant was done, but the pain went away. After 3 months post-operative, the patient had a laser procedure performed to remove the film off her eye. However, the patient continues to experience blurriness. At this time, the lens remains implanted. No additional information was provided to johnson & johnson surgical vision. Patient had bilateral lens implants. This report represent the lens implanted in patients left eye.